Event description:
Pt's vision in the right eye was noted to be extremely blurry at first post-operative exam on 5/2/95. By 5/30/95, there appeared to be pigment changes in the macula with the appearance of possible retinal phototoxicity related to light exposure during the cataract extraction. By 6/27/95, visual acuity had dropped in the affected eye to counting fingers only. With best correction, visual acuity improved to 20/400-and has remained at this level. Pt was referred to retina specialist on 7/2/95 who performed fluoroscein angiography where edema was noted in the center of the right macula. Pt was begun on pred forte and acular eye drops in an effort to resolve the edema.